Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320555 batch no: 0043796 consumer reported needle clog during injection. Also reported needle bends at patient end during injection. Consumer does not re-use. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: 320555. Batch no: 0043796. Consumer reported needle clog during injection. Also reported needle bends at patient end during injection. Consumer does not re-use. Date of event: unknown.